Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that 9 patients who underwent a tka experienced wound drainage beyond one post-operative week. It is unknown how the issue was treated. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported in the publication "hinged device for fractures involving the proximal interphalangeal joint". Authors: g. Li, md, orthopaedic surgeon, department of orthopaedic surgery, tongji university, shanghai tenth people¿s hospital, zhabei qu, shanghai 200085, china, that 200 patients underwent a tka procedure (standard procedure involving a posterior cruciate-substituting cemented prosthesis genesis ii oxinium (smith &nephew inc., memphis, tn). The authors of the study reported that a wound drainage was required for a patient one week after primary surgery.